Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer mentioned low blood glucose level but declined to troubleshoot. The customer was assisted with a self test for the insulin pump and the insulin pump passed. The customer stated she had something to eat and was no longer concerned with her low blood glucose level because the incident was an hour ago and husband was now with her at the moment. The insulin pump however, will be replaced and current insulin pump was not returned for analysis.